Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there were carbohydrate and blood glucose values logged in the pump history that were not accurate. The customer indicated that the values shown in the history were not entered in by the customer. There was no reported adverse impact to the customer. No additional information was provided.